Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left artery. The 76% stenosed, 21.6x3.0mm, eccentric, de novo target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). Following the advancement of a 185cm pt2 ms guide wire to cross the lesion, predilation was performed with a 3.0x20mm maverick balloon catheter resulting to 43% residual stenosis. Subsequently, a 3.00x24mm promus element ¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the physician noted that the tip of the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).